Event description:
During a coronary stenting procedure, the proximal stent struts became uplifted. The device was withdrawn from the patient without incident. This patient was admitted for coronary intervention of a 90% de novo, slightly calcified slightly tortuous lesion in the mid through distal rca. The lesion was pre-dilated with a 2.5x12mm maverick balloon. A 2.5x23mm cypher stent was being delivered to the distal rca for implant, but the cypher would not cross the target lesion. The physician withdrew the cypher sds and changed to a 2.5x18mm cypher stent. While delivering this device to the target lesion, the physician confirmed that the proximal end struts of the stent were flared. He stopped using it to avoid risk to the patient. The procedure was finished successfully by implanting the initial 2.5x23mm cypher stent to the distal portion of the mid rca lesion. Then, proximal to that cypher, a 3.0x33mm cypher was successfully implanted. Two additional bare metal stents (2.75x14mm micro driver and 2.5x24mm micro driver) were implanted in the lesion in the distal rca. Details of the implant were unknown. There was no reported patient injury.

Manufacturer narrative:
Cjs1825 is not distributed in the us; however, it is similar to us product cxs18250. Additional information will be submitted within 30 days of receipt.